Manufacturer narrative:
Unable to confirm serial number.

Event description:
It was reported that the display initially appeared distorted but later turned dark, no format or intelligence. It was also reported that the unit does not respond properly to on/off commands. The ventilator was no in use on a patient at the time of the event occurred.

Manufacturer narrative:
Date of report: 08/20/2018. Date received by manufacturer: 05/24/2018. Additional information: (UDI). Correction: ((B)(4)). The customer returned the power management circuit board. The board was tested and no failures were identified. Reportedly, the alleged failure was caused by a defective flash ic u1 (lot code: p33bf70) on the central processing unit printed circuit board assembly (cpu pcba). Installing a good test flash ic u1 corrected the problem with this cpu pcba.

Manufacturer narrative:
The customer reported that the central processing unit (cpu) printed circuit board (pcb) was replaced. The ventilator passed all test and operated within the manufacturing specifications.